Event description:
It was reported that the left ventricular (lv) lead had elevated impedance without clinical symptoms. No intervention was required and lead remains in use. The patient was a participant in product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.